Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer reporting a check vent alarm occurred on a v60 device. The unit was in clinical use; there was no reported patient harm. The issue could not be reproduced. No error was observed in the diagnostic report log. The device was replaced as a precautionary measure. A mechanical engineer evaluated the unit and reported the alleged phenomenon could not duplicated despite device checking. In the event log, "check vent: backup alarm failed" (diagnosis code 1104) was observed to have occurred. Therefore, the central processing unit (cpu) board was replaced preventively. The device was confirmed as operational after repairs concluded. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the cpu board into a pil v60 standard test bed (stb) for testing. Visual inspection of the board noted no anomalies. The pil tech verified the alarm error code for postbackupaudiblefailed (1104) once in the log dating (B)(6) 2022. Neither the occurrence nor the associated error code e1104 could be duplicated at the pil during the boot up of the system pca or standard test bed operation using the system pca. The system pca passed all engineering testing and all voltages required for the proper operation of the system were well within specification. With the unit in a no power/hardware power fail state the pil tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The device with the returned component confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.